Manufacturer narrative:
Block b2: exact date of death unknown, event likely occurred about 2 months ago. Block b3: exact event date unknown, event likely occurred about 2 months ago.

Event description:
It was reported that a spinal cord stimulation (scs) patient died by suicide. According to the physician's assessment, the death is considered partially related to the device, as it did not provide any pain relief. The patient had previously been diagnosed with pudendal neuralgia and depression, which may have contributed to the outcome. No further information was been obtained.